Manufacturer narrative:
Other applicable components are: product ID: 309101, lot# 50973549, product type: screening device. Product ID: 305901, lot# 50956227, product type: screening device.

Event description:
The representative reported the trial patient had been seen for lead removal on the day of the call ((B)(6) 2014). The healthcare provider (hcp) attempted to remove the trial leads but the leads came out approximately 1.5-2 inches and then started to stretch. The hcp was pulling the lead, felt like it was stuck, and could not pull all the way. The lead remained in the patient's body, about 1-2 inches was still left in the patient's body, hanging from the patient's body. No symptoms were reported. Additional information received 2 days later via the representative reported this was the second time the staff member had removed the leads. She had not enough experience to say what she thought the cause was. The patient walked next door to the physician's office and the leads both pulled right out without any resistance. It was noted the patient had not felt the leads being stuck. It was indicated the leads were successfully removed without any issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.